Event description:
As reported: the microcatheter was in place, and the head end of the stent was normally opened, but the tail third of the stent could not be opened after many attempts. The pusher was then pushed, and after pulling, the brace spans the upper segment of the treatment site. During the operation of the pusher, the end of the stent was deployed, but the stent migrated to the upper segment of the treatment site, covering part of the aneurysm neck. The stent could not be recycled. During this operation, the aneurysm was filled with coils and no coil problem occurred. No subsequent treatment was given to the patient, and the patient is currently in normal condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned loaded in the introducer. No premature detachment of the stent was observed within the introducer. The stent was able to advance through an in-house microcatheter without resistance and fully open upon deployment during the investigation. The stent was able to resheathe into the microcatheter without difficulty. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: the microcatheter was in place, and the head end of the stent was normally opened, but the tail third of the stent could not be opened after many attempts. The pusher was then pushed, and after pulling, the brace spans the upper segment of the treatment site. During the operation of the pusher, the end of the stent was deployed, but the stent migrated to the upper segment of the treatment site, covering part of the aneurysm neck. The stent was completely pushed out of the microcatheter in the blood vessel so it could not be retrieved. During this operation, the aneurysm was filled with coils and no coil problem occurred. No subsequent treatment was given to the patient, and the patient is currently in normal condition. No harm was done to the patient.